Event description:
Customer reported erroneous high access vitamin b12 test results were obtained for two pts when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range. Test results were not reported out of the lab. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 2 of 4 reported by this customer for testing performed for two different pts over several days.

Manufacturer narrative:
Samples are collected in either 7 ml serum or plasma tubes and centrifuged for 10 minutes at 3000. Three levels of vitamin b12 quality control (qc) were within the customer's established ranges prior to and after the event. The customer performs qc and special clean daily. A routine system check was performed on (B)(4) 2010, which passed within instrument specifications. The customer is not questioning any other assays. There were no errors posted to the event log in conjunction with this event. On (B)(4) 2010, the field service engineer performed a visual inspection of the instrument hardware; no issues were noted. Adjusted the wash tower alignment and transducer voltage. Cleaned the reagent carousel door. Performed a diltest and 50 replicate precision test; all results passed. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events. This MDR represents event 2 of 4 reported by this customer. The following mdrs that have been reported: mdrs 2122870-2011-04049, 04050, 04051, 04052.